Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the active fixation part of the lead was broken during insertion. The lead was removed and replaced. No patient complications have been reported as a result of this event.